Event description:
It was reported that when the asymptomatic patient presented for follow-up, non-sustained lead noise due to post-paced t wave oversensing was observed. Programming changes were made. Subsequently, the post-paced t wave oversensing recurred. Additional programming changes were made. The patients condition was fine.